Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that the loop stopper came off the hook, but the insertion portion and the hook were not abnormal. Also, the loop stopper was moved to the distal end of the loop, the proximal end of the loop was crushed. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concludes that the loop got entangled and was locked between the hook and the coil sheath, because the loop was released in the tube sheath for some reason and the tube sheath was pulled. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the doctor used the loop to ligate the polyp during polypectomy, the loop got stuck inside the hook, and the handle couldn't be operated. There bled from the tissue, because the doctor strongly pulled the subject device and undid the incarceration. The doctor stopped bleeding by clipping and completed the procedure. The doctor retrieved the subject device. There was no patient injury regarding this report.